Event description:
Per the clinic, the patient experienced a loss of osseointegration (B)(6) 2013 (day not reported) resulting in fixture loss.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
Per the clinic, prior to loss of osseointegration, the patient developed cellulitis and an abscess at the abutment site. On (B)(6) 2013 the patient underwent revision surgery to remove granulation tissue and the site was then treated with silver nitrate. The patient was prescribed 125 mg of augmentin for 7 days. This report is filed january 8, 2013. Device currently unavailable.